Event description:
It was reported that the unspecified bd¿ 50ml syringe scale markings were askew on the barrel. The following information was provided by the initial reporter, translated from (B)(6): "complaint refers to a 50ml syringe with a bent graduation scale. She informed that does not have a batch number because had already discarded the packaging."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported a syringe had a scale marking issue. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and a scale marking issue. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. As the lot provided was 'unknown,' as device history record review could not be completed. Verification of the printing process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.